Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to other/non-product experience. This ICD has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.